Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: r attune tka (B)(6) 2018. This broken trial was found on opening the instrument kit and not used on patient. Issue happened before use on patient, no ae to patient and no delay to procedure. Female patient; (B)(4). Unknown_jrn: 1 x (B)(4) articulating surface cr sz 5 fb.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported device was not returned for evaluation, however review of the provided photograph confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.